Event description:
The user's hearing performance with the device is affected. The user reported spontaneous dropouts of the implant. On (B)(6) 2025, the implant was not working at all. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed several damages (several bifilar wire cuts and attachment cut) and a missing piece of the bifilar wire. The detected wire cuts are very likely caused by the explantation process. Therefore an open circuit was likely present at the missing implant parts in implanted state. The in-situ performed quickcheck (red cross) supports this finding. This is the most likely reason for the device malfunction. The passed vorp test (with reconnected wires) performed afterwards confirms the device malfunction was caused by an open circuit only. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user reported spontaneous dropouts of the implant. On (B)(6) 2025, the implant was not working at all. The user has been re-implanted.